Event description:
It was reported that when using the bd pyxis¿ medflex 1000, validation code was missing in the issue transaction details. The customer reported that in mql, the key was returned before reaching the dispense step. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.